Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA:(B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An opened folder with a parked needle/suture piece was returned for analysis. This product is double armed. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected, and the end suture piece was cut from what appears to be by use of a surgical instrument. The other section of the strand was not returned for analysis. In addition, a functional test was performed and the tensile force was above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, an improper handling of the sample corresponds to the reported complaint.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, while suturing, the suture ruptured during the suturing and knotting. There were no adverse patient consequences reported. No additional information was provided.